Event description:
Reporting status: serious injury - death. Reporting rationale: thrombosis resulting in death. Device issue: no device malfunction has been reported. It was reported via a trial that approximately three months post stent placement, the patient died suddenly at home. It was suggested that a pulmonary embolism occurred. There is a possibility of late stent thrombosis. No additional event or patient information is available.

Manufacturer narrative:
The xience v everolimus eluting coronary stent system is being filed under the same MFR number.